Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising to undefined bipolar impedance qualified as high. The rv lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.